Event description:
Implanting physician reported a suspected port leak with the lap-band device. The patient had reported the event to the implanting physician a week prior, noting that the device will be explanted by another surgeon. The device remains implanted.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."